Event description:
Dr. Reported that an implant failed to integrate. Pt is reportedly fine.

Manufacturer narrative:
As discussed with FDA, this report was not reported in the 30 day time frame due to a change in personnel. No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.